Event description:
It was reported that an unsecured ankylos screwdriver insert fell into a pt's mouth and was swallowed. Shortly after the event, the pt was sent to a hosp where the device was removed via endoscopy under general anesthesia.

Manufacturer narrative:
The directions for use clearly address the possibility of aspiration/ingestion and instruct the practitioner to secure all instruments used intra-orally; there is no indication that the device malfunctioned in this case (as it was unsecured). However, because medical intervention was required in this case, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated for fit using a prosthetic ratcher taken from stock; no issue was found.